Manufacturer narrative:
Results: operational problem (due to patient lesion morphology- heavily calcified lesion with 90% stenosis, device was inspected prior use without any issues noted, resistance was encountered and stent deformation occurred during procedure). No results available since no evaluation performed (device was not returned). Conclusion: known inherent risk of a procedure. (Stent deformation) device failure related to patient condition (heavily calcified lesion with 90% stenosis). (B)(4).

Event description:
During the procedure the physician intended to use resolute integrity to treat heavily calcified lesion with 90% stenosis in lad. The device was inspected prior use without any issues noted. The lesion was pre-dilated. Resistance was encountered while advancing the device at the lesion. It is reported that the device could not cross the lesion and stent damage occurred. The physician completed the procedure using a 2.50x30mm device with guideliner. No patient injury reported.